Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of the common femoral artery was attempted using two perclose proglide devices. Reportedly, with the guide wire remaining in the vessel, as the knot was being advanced to the arterial surface, the suture broke. Maintaining vessel access with a guide wire, the suture was removed and second proglide device was attempted, but as the knot was also being advanced to the arterial surface, the suture broke. Although hemostasis was subsequently achieved, the method used was not specified. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer indicated the device is not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under separate medwatch manufacturer report.